Event description:
Clinician reported an incident of "blood backing up the tubing" during use of a flo-gard pump. Clinician reported a regular IV was set up to infuse at 125ml/hr. The clinician reported after starting the IV infusion it was noted that blood was backing up the tubing. The clinician reported she could not determine anything to be wrong with the set up. That the tubing was threaded through the device correctly, and according to clinician, there were drops visualized in the drip chamber while the pump was running. However, during this time the clinician noted that blood continued to backup the tubing. The clinician stated the pump was set at 125ml/hr and the pt was normotensive, running about 120/70 at the time of this occurrence. The clinician stated she noted no leaks in the tubing, and all connections seemed tight. The clinician additionally reported that several rn's checked the device and no one could determine a cause for this occurrence. According to clinician, the IV was flushed, then switched over to a new pump and the device was taken out of svc for testing. Clinician stated there was no pt injury associated with this report.